Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01jun2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted is that any increase in power not related to increased flow causes erroneously high flow readings. This document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. The heartmate ii lvas patient handbook. Is also currently available. The ¿alarms and troubleshooting section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental findings: evaluation of the outlet housing revealed small, pink, non-laminated deposition. A specific cause for the deposition and the duration that it was present could not be determined through this evaluation. Superficial damage to the outer silicone jacket was confirmed. A specific cause for the damage could not be determined through this evaluation. Visual inspection of the driveline potting inside the pump outlet housing (interior of the cable boss) noted that the potting had an opaque, orange color and smooth surface. There was no evidence of fluid ingress into the surrounding space. This discoloration was previously investigated and was found to be due to incomplete mixing or insufficient batch size; the issue is cosmetic only. The evaluation of (B)(6) confirmed driveline wire damage that would have contributed to the reported driveline fault alarms captured in the submitted log files. Furthermore, an analysis of the last log file provided by the account confirmed a power and flow elevation; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted log files contained data on (B)(6) 2021, from (B)(6) 2021 through (B)(6) 2021 and from (B)(6) 2021 through (B)(6) 2021. Driveline fault alarms were observed throughout the files. On (B)(6) 2021, an abbott technical services representative performed a driveline repair. However, driveline fault alarms were observed after the driveline repair. It was noted that in the last submitted log file, an increase in power and flow was observed towards the end of the file. The observed driveline fault alarms did not interrupt pump function. The pump appeared to function as intended. A distal-end driveline replacement was performed on (B)(6) 2021 and approximately 19.5¿ of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, even with manipulation of the driveline. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use on the distal portion of the driveline; however, significant breakdown of the metal braided shield was also observed. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. Each wire was forcibly tugged on to help reveal partial or total fractures of the conductors; however, the insulation and the underlying conductors appeared to be completely intact. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The patient was ultimately received a pump exchange on (B)(6) 2021. (B)(6) was returned assembled with the driveline (dl) cut approximately 7.5¿ from the pump housing and the remaining distal portion of the driveline was returned measuring approximately 33¿. Evidence of the previous driveline repair was observed. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow graft, bend relief and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured around the outflow graft nut. The evaluation of the device did not reveal any evidence of developed depositions or thrombus formations that would have contributed to a functional issue. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. The pins of the metal connector were free from deformation. The driveline was tested for electrical continuity and revealed discontinuity in the black wire on the pump end driveline. The remainder of the wires did not reveal any discontinuity or shorts, even with manipulation of the driveline. No damage was observed to the outer silicone jacket and bionate layers. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use. Upon removal of the metal braided shielding, the black wire was completely severed at the pump housing. Further inspection of the returned dl revealed additional breaches to the yellow, red and brown wires at the pump housing. Although a specific cause could not conclusively be determined through this evaluation, the observed wire damages appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Further inspection of the remaining driveline segments did not reveal any obvious breaches to the wires. The wires were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. When the pocket controller compared the current in phase 2, the fractured inner conductors of the black wire would have resulted in the reported driveline fault alarms. If the exposed conductors of any wire made contact with the metal braided shield while the system controller was connected to a mobile power unit or the power module using a grounded patient cable, the resulting electrical short to ground would have resulted in pump stop events. In addition, a phase-to-phase short could have occurred if the exposed wires from any of the wires made direct or simultaneous contact with the metal braided shield while the device was supported by external batteries or the power module with an ungrounded patient cable. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a major tug on their driveline. Following the tug on the patient's driveline their log files were sent for review. Intermittent episodes of driveline fault alarms were seen throughout the 3.5 day file. The driveline faults were thought to be attributed to possible damage on phase b. A controller exchange was performed, however on (B)(6) 2021 at 4:58 pm the driveline fault alarms began to occur again. X-rays were requested to identify a possible location of where the compromise in the percutaneous lead was. The patient's doctors requested the driveline be spliced and repaired before a pump exchange was performed. A driveline repair was performed and the entire external portion was replaced with no issues. On (B)(6) 2021 at 7:34 pm the patient's log files showed power and flow elevations, and intermittent driveline faults. The patient was scheduled for a pump exchange. A heartmate ii to heartmate 3 pump exchange was performed on (B)(4) 2021.